Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident., a technical support specialist (tss) guided the client through basic troubleshooting steps, including reseating cables and performing a hard reset of the machine. The system was restored to an online state, and the user was advised to inform the pharmacy. The system functioned as intended after technical support specialist assisted the customer to resolve the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower patient and medication profiles were not visible. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.